Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes have red cell hang up. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 367986. Batch no: 8334514. It was reported there is red streaking in and around the plug, even in the top of the serum. Red streaking in and around the plug, even in the top of the serum.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, no issues relating to both red cell hangup and stopper rbc ring were not observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for both red cell hangup and stopper rbc ring with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields have been updated with corrections: manufacturing location: sumter.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes have red cell hang up. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 367986, batch no: 8334514. It was reported there is red streaking in and around the plug, even in the top of the serum. Red streaking in and around the plug, even in the top of the serum.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes have red cell hang up. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 367986, batch no: 8334514. It was reported there is red streaking in and around the plug, even in the top of the serum. Red streaking in and around the plug, even in the top of the serum.